Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low speed advisory, pump stops, low flows while connected to the mobile power unit (mpu). X-ray images of the driveline were unremarkable. The log files captured intermittent speed drops and/or pump stops between (B)(6) 2022 that all occurred while connected to the mpu and appeared to be caused by a driveline short to shield. It was recommended to keep the patient on battery power. The remainder of the log was unremarkable. An ungrounded patient cable was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed the reported low speed operation and pump stop events; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. The log file recorded intermittent low speed operation and pump stop events on (B)(6) 2022, (B)(6) 2022, and on (B)(6) 2022. The patient was operating on their mobile power unit during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was placed on ungrounded patient cable. There was no plan to go through a pump exchange but progression of the driveline compromise was to be monitored. Patient was also given reinforced education to call with any alarms.